Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during drain. The home patient (hp) disconnected from the patient line while sleeping. The hp stated he was dreaming and thought it was time to get up, so he unconsciously unscrewed the patient line from his transfer set. The hp then woke up to the alarm. The hp ended therapy and was advised to either start over with new supplies or finish via manual exchange. The hp was advised to notify the registered nurse. Proper procedures per the user manual were reviewed with the caller. During follow-up, the hp confirmed there was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
(B)(4). The device was discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).